Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) is not auto filling. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed issue not duplicated. The safety disk (d202-00-0140) and tidal volume disk (d202-00-0142) changed for routine maintenance. Tested unit and ran unit on trainer for over an hour without issue. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
N/a.